Manufacturer narrative:
Concomitant medical products: boston scientific alliance syringe, single use, gauge assembly and inflation handle. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Due to the condition of the returned device, a functional test could not be performed. A visual examination of the balloon material showed a rupture along the length of the balloon. A visual examination of the catheter did not show any kinks or bends. The pre-loaded stylet wire was included in the return of the device. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided from the user indicated that the balloon was advanced via the patient's body through the nostrils to the upper esophageal sphincter. This is against the intended use of the device. The balloon is intended to be advanced via the accessory channel of an endoscope. Although the intended use of the device states: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The device was inflated in an area close to the pharynx which resulted in leakage of sterile water in the hypopharynx area. The instructions for use advise the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The additional information provided from the user indicated that the balloon was inflated to 7atm(atmosphere). This is beyond the maximum indicated inflation pressure of the device. The maximum indicated inflation pressure of the device is 6 atm. The instructions for use state: "balloon can be inflated to three distinct diameters, as indicated on package and catheter tag." The instructions for use caution the user: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure, as this could result in overextension or bursting of the balloon." Over inflation can result in rupturing of the device. This is the most likely cause for the reported observation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was not used through an endoscope, and that the balloon was inflated past the maximum indicated pressure, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The following was reported from the customer: "yesterday during an upper esophageal dilation with direct visualization with an endoscope at 10:06 am using an 18-19-20 hercules balloon, we had dilated to twenty (20) at six (6) atmospheres. We typically hold the balloon inflated for sixty (60) seconds. I was inflating the balloon. The balloon did not feel to have abnormal pressure. After thirty (30) seconds, the faculty surgeon asked me to increase the atmospheres to seven (7). As I did this, the balloon ruptured. I tried to deflate in an attempt to get any fluid return that I could and the surgeon used suction to remove some of the sterile water from the hypopharynx area. The patient did cough a bit initially, but resolved quickly. The balloon was removed causing no injury to the patient." The following information was received on (B)(6) 2017: the balloon was not advanced through an endoscope but via the patient's body; nostrils to ues [upper esophageal sphincter].